Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report #2916596-2014-01906. Approximate age of device ¿ 2 years and 6 months. (B)(4). The device was not explanted and therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infection and organ failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that in (B)(6)2014, the patient's driveline had accidentally been pulled and the patient underwent debridement of the driveline site due to recurrent driveline infections. The patient was placed on long term antibiotics. In (B)(6) 2014, the patient had positive blood cultures for pseudomonas, was diagnosed with endocarditis, and was continued on chronic long term antibiotic therapy since. It was reported that his family decided not to pursue further treatment and provided comfort measures. The patient expired at home on (B)(6) 2015 due to multisystem organ failure (msof) and infection. It was reported that the msof was due to a progressive worsening of his condition. The pump was not explanted. No further information was provided.